Manufacturer narrative:
The subject stretcher was returned to the manufacturer. A visual and functional evaluation was conducted and it was determined the reported issue was attributed to the actuator. The stretcher was repaired and returned to the customer.

Event description:
It was reported while operating the stretcher it unexpectedly lowered a distance greater than 1 expected position. No patient involvement was reported and there was no report of injury as a result of the issue.

Event description:
It was reported while operating the stretcher it unexpectedly lowered a distance greater than 1 expected position. No patient involvement was reported and there was no report of injury as a result of the issue.